Event description:
Caller asked for review of MRI safety for implanted bladder device. Caller reported the pt's device "hasn't been working the past 5 months." Unable to locate pt (B)(6). With serial number (B)(6). Caller reported device was from axonics. Agent instructed caller to call axonics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).